Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. The customer's blood glucose (bg) level was 409 mg/dl and was addressed via a manual injection. The customer successfully loaded a new cartridge and resumed insulin delivery.